Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 85 mg/dl. The customer states that he was a little stressed out his battery went low and he attempted to change it and went through 7 batteries and continued to get a failed battery test. The customer was assisted with troubleshooting for failed battery. The insulin pump will not be returned for analysis.